Event description:
Pt stated that in 2003, they noticed that their blood sugar was high. They found that the "lead screw" appeared to be rubbing on the 3 ml size insulin cartridge, which prevented the cartridge from sliding properly. This caused pt to be underinfused with insulin. Pt stated that this is the second pump they have had that has had this problem.